Manufacturer narrative:
Conclusion: unit not available.

Event description:
It was reported via repair work order that the nurse call was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the nurse call was not functioning due to the dip switches needing adjusted conclusion: stryker technician stated that he instructed the customer on how to change the dip switch settings. Furthermore, technician stated that the customer would perform the repairs themselves and contact him if any further assistance was required. Customer will contact stryker for any further assistance.

Event description:
It was reported via repair work order that the nurse call was not functioning due to the dip switches needing adjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.